Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass also, unable to verify for keypad anomaly due to severely cracked and bleeding lcd glass. No damage was found on the keypad traces noted. The keypad connector on lcd board was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen was cracked. Customer's blood glucose level was not reported. The customer was unable to read the screen. The act button was hard to press. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.